Event description:
Per the audiologist, the patient underwent exploration surgery in 2009. The patient was found to have pus in the middle ear, mastoid and around the implanted device. The device was also found to have eroded through the tympanic membrane. The wound was irrigated with antibiotics (type not reported) and repaired the tympanic membrane with a cartilage graft. Patient is reportedly doing well and the implanted device remains.